Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/03/2015.

Event description:
Procedure - adrenalectomy. According to the reporter, the balloon was being used during a procedure and burst while inside the patient. The material was removed and the balloon replaced and the procedure continued as before. The adverse event did not affect the patient but it delayed the procedure so the time it took to perform the procedure was extended. There was no injury, damage or blood loss relating to the burst balloon or any other adverse event that caused harm to the patient.

Manufacturer narrative:
(B)(4).